Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned; blood in/on helix mechanism.

Event description:
It was reported that during implant attempt, the lead would not pass through a 7 fr sheath. A long 7 fr sheath was attempted and the lead went to the end of the sheath, but would not exit the tip of sheath. The device was not implanted. No patient complications have been reported as a result of this event.